Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported the cause of the shocking had not been determined. The patient also stated the cause of the fall was from swelling from surgery that caused nerve the incision to be affected. As an action/intervention performed for the issue, the device was reprogrammed to see if that helped. The patient was to follow up with the manufacturer¿s representative in 3 weeks. The shocking issue was reported as not resolved at the time of report. The patient stated that it had stopped but noted they still got shocked from time to time.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has been shocked 4 or 5 times within the past 12 hours. Patient turned stimulation off, but was still getting shocked and then turned stimulation back on in the morning of (B)(6) 2017. Patient reported pain and asked if the shocks will cause any permanent damage. It was reviewed that it is not normal for the device to shock the patient when stimulation is off. Therapy was concluded to be on and a fall is reported that could be related to the issue. Patient said they fell, but caught herself and notified the hcp after the fall. Patient was instructed to follow up with their healthcare provider (hcp) to discuss symptoms and have device checked. Patient said they notified someone from the device manufacturing company on (B)(6) 2017, but they don't recall the name and nobody called them back. No further patient complications have been reported as a result of this event.